Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving clonidine (84 mcg/ml, 41.987 mcg/day), bupivacaine (12 mg/ml, 5.998 mg/day), and sufentanil (300 mcg/ml, 149.96 mcg/day) via an implantable pump for lumbar radiculopathy and spinal pain. It was reported that the patient was experiencing increased pain over the weekend so their pump was interrogated and it was found that a motor stall occurred at 4:28 am on (B)(6) 2021 and it still had not recovered. External factors included the healthcare provider (hcp) using off-label medications. The patient did not have a magnetic resonance imaging (MRI) or electromagnetic interference (emi). The pump was replaced on (B)(6) 2021. The patient was without injury at the time of the report and the issue was resolved. The patient's weight and medical history were asked but unknown. The pump will be returned for analysis.